Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake/steer torque tube was worn out. He replaced the torque tube and adjusted the brake/steer to repair the bed.